Event description:
It was reported that the vent and sucker lines in the tubing pack were taped incorrectly. They were taped together rather than separately, as expected.

Manufacturer narrative:
Based upon the complaint description and review of the assembly drawings the issue is believed to be attributed to the assembly drawing. The current picture could be misinterpreted by the operator to coil and assemble the two lines with band. The hospital is able to work with the product that has already been assembled, but would like to receive all future kits as they have indicated. To assure the kits in the future are assembled correctly, a revision to the assembly drawing showing separate coiling and banding diagrams for each of these lines will be created. (B)(4).